Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
No button error alarm or display anomaly noted. Insulin pump had no button response due to corroded keypad traces. Insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the error alarm occurred after a battery change. Customer does not remember any significant events that led up to the alarm. Blood glucose level was 281 mg/dl at the time of the call. No further information was provided.